Manufacturer narrative:
The single-site curved scissors instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during central processing, it was discovered that the single-site curved scissors instrument was missing a small, metal circular piece at the end. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no reports of the instrument colliding during its last use, nor were there any reports of fragments falling into the patient. The fragment was discovered during central processing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single-site curved scissors instrument was analyzed and it was found that the clevis pin measuring approximately 0.785 x 0.840 on the distal end was visibly missing. The missing pins were not returned with the instrument. The complaint was confirmed by failure analysis.